Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies. No further assistance was required.